Manufacturer narrative:
The albt2 reagent lot number was 800658 with an expiration date of 28-feb-2026. Qc data was within the acceptable range with some imprecise results. The reaction monitor data for the initial result was unstable. The field service engineer (fse) checked and adjusted various parts of the instrument and replaced the sample/reagent probes. Qc was acceptable. Following the service visit, the customer had no further issues. Since multiple service actions were performed, the specific cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient urine sample tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 6000 c501 module. The initial result was 306.2 mg/l. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was 3.0 mg/l with a data flag. The sample was re-centrifuged and repeated with a result of 3.0 mg/l with a data flag.